Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the issue resulted from the physician's technique during the procedure or from a device malfunction. Additionally, based on the most relevant information related to the complaint, including the results of the product record review, the device was found to meet all required manufacturing specifications and successfully passed all controls and inspections. No abnormalities were identified during the assembly process. As a result, the definitive cause of the reported issue cannot be determined due to insufficient evidence. Without a proper evaluation of the device, the contributing factors to the event remain unknown. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2026. It was reported that during deployment the bands did not release, and multiple attempts were made but all unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2026. It was reported that during deployment the bands did not release, and multiple attempts were made but all unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.